Event description:
The olympus representative reported on behalf of the customer, the insertion bending section tube on the evis exera ii ultrasound gastrovideoscope presented with air/water leakage. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was foreign material around the forceps elevator component. This report is to capture the reportable malfunction of the inadequately cleaned forceps elevator.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that air/water leakage from the insertion tube/bending section was not confirmed; leakage was found from the channel and the electrical connector. Additional issues were identified during the device evaluation: the suction cylinder was shaved with corrosion due to water leakage; the angle wire displayed signs of wear; the adhesive on the distal sheath was detached; the light guide cover glass was dented; the forceps channel port was shaved; and a tilt was found on the ultrasonic probe. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the definitive root cause of the foreign material could not be determined. It is possible that the forceps elevator was insufficiently cleaned or reprocessed. It is unknown if there was any deviation from the instruction manual in the reprocessing procedure for the foreign matter residue. Olympus will continue to monitor field performance for this device.